Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance and was suspected for possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating impedance on the right ventricular pacing lead was beyond the expected upper range. Concomitant: addr01 ipg implanted: 2012-(B)(6).